Event description:
As reported by our edwards japanese affiliate, after valve deployment of a 20mm sapien 3 valve in the aortic position by trans-subclavian approach, a right subclavian artery dissection was detected. The entry tear was at the puncture site and was treated with a stent. On postoperative day (pod) one (1), right median nerve paralysis developed. The patient underwent rehabilitation therapy and was medically treated. On post-operative day 9 (pod), the patient was discharged. The outcome of right subclavian artery dissection and right median nerve paralysis was 'resolving'. The device was discarded at the hospital. There was no resistance was noted during e-sheath and delivery system insertion. There was no damage noted on the e-sheath or the delivery system. The right median nerve paralysis could be due to pressure to the nerve during tavr but details were unknown.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. With subclavian and axillary access there is potential to cause nerve damage. The phrenic or brachial nerve are at risk for injury during surgical cutdown of the artery for exposure or tearing from the sheath insertion. In the first 24 hours careful evaluation for evidence of nerve damage (especially given brachial plexus or phrenic nerve) is possible. Injury can lead to paralysis, often leading to symptoms, which may improve with time. When nerves become damaged, nerve reconstruction may be performed or nerve surgery techniques such as nerve decompression and nerve grafting to reconstruct the nerve and restore function. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14fr sheath is 5.5 mm). In this case, the patient's minimum luminal diameter (mld) measured 5.6mm and the vessel was mildly calcified and mildly tortuous. There was no allegation or indication a device malfunction contributed to this adverse event. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient's borderline mld (5.6mm) may caused or contributed to this event. In addition, per report, the right median nerve paralysis could be due to pressure to the nerve during the tavr procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.